Event description:
Customer's mother reported that the numbers on the insulin pump were ramping up on their own. It was reported that the customer wears the insulin pump in her pocket and it may have been exposed to moisture. Customer's current blood glucose reading is 153 mg/dl. No further information reported.

Manufacturer narrative:
A cracked reservoir tube lip, cracked battery tube threads, minor scratches on the display window and a cracked case near display window corners were noted during the visual inspection. The insulin pump had no button response due to moisture damage on keypad traces. No ramping number anomaly was noted on the display.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.